Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit, once booted up, would take a long time to read and display helium capacity on screen, surfacing a low helium alarm. Unit would show pneumatic helium gauge on hospital cart on green, clearly showing a full tank. Unit was not leaking helium as reported by hospital staff. Issue was discovered while unit was being used for in-house clinical education and there was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) med ctr. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse successfully completed a simulated a treatment on the unit with a trainer and a testing catheter. The fse observed that the unit was taking about 45 seconds once booted to show the helium graphical reading on the screen without surfacing a low helium alarm. The high-pressure helium regulator from the manufacturer was soiled under the helium gasket which was potentially "gunking" the connecting path between the regulator and helium transducer delaying the pressure reading. The unit was not leaking helium. The fse replaced the high-pressure helium regulator as a precaution. The fse successfully completed a full functional check. The unit was calibrated. The unit passed all functional and safety tests per factory specifications.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2. Corrected fields: h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse successfully completed a simulated a treatment on the unit with a trainer and a testing catheter. The fse observed that the unit was taking about 45 seconds once booted to show the helium graphical reading on the screen without surfacing a low helium alarm. The high-pressure helium regulator from the manufacturer was soiled under the helium gasket which was potentially "gunking" the connecting path between the regulator and helium transducer delaying the pressure reading. The unit was not leaking helium. The fse replaced the high-pressure helium regulator as a precaution. The fse successfully completed a full functional check. The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the helium gauge on the screen taking a long time to display. Unit also had residue on the nozzle port. The fat performed a visual inspection and found the part to have residue and slight damage on the helium nozzle. Fat confirmed there was residue as stated before. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department.

Event description:
N/a.